Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle bending during use pe & the 1st related complaint for difficult/unable to operate on lot # 9268889. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle bending during use pe & difficult/unable to operate) was captured and addressed appropriately. Investigation summary: customer returned (3) sealed 4 mm, 32 g pen needles from lot # 9268889. Customer states that the pen needles are bending sideways at the pe during her injections and she is not sure if she is getting her full medication dose because the needles are bending. All returned pen needles were tested and for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32 g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1, good, 0.0121, good. Sample 2, good, 0.0121, good. Sample 3, good, 0.0121, good. All samples were also tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver full dose of medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9268889. It was reported the pen needles are bending sideways at the pe during her injections. Stated she is not sure if she is getting her full medication dose because the needles are bending.